Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50mmx16mm promus element plus drug-eluting stent, it was noted that the distal end of the stent struts had warped upward. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr, ous 2.5 x 16mm stent delivery system (sds) was returned for analysis. A visual examination found stent damaged on the proximal side; 1st proximal stent strut was lifted and the second strut appeared distorted. The balloon cones were reviewed and no issues were noted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The stent od (outer diameter) was measured and is within specifications. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50mmx16mm promus element¿ plus drug-eluting stent, it was noted that the distal end of the stent struts had warped upward. The procedure was completed with another of the same device. No patient complications were reported.